Manufacturer narrative:
Top date the device invovled in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first report of two. Same patient, same surgery. It was reported that "the compression device would not fit inside the jig during foot surgery. The surgery was extended by at least 15 minutes or more as the surgeon had to "mallet" the device to get it to fit. Surgery was completed without injury."